Manufacturer narrative:
(B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during surgery the device was skipping. This lead to holes in the skin occurring. There was harm to the patient and a 10 minute delay. No other patient consequences were reported.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.